Manufacturer narrative:
(B)(6). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023, the patient was feeling dizzy, sweaty and confused. The patient took himself to the emergency room. At the ER, the cgm was displaying 314 mg/dl while the bg was 20 mg/dl. The patient was treated with sucrose water. At the time of the report, the patient was doing fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.